Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was cracked, the yellow o-ring was visible, and the battery cap was unable to be tightened to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-may-2019 with the following findings: during investigation, the black box showed intermittent power on complaint date of (B)(6)2019. The battery cap threads were damaged/stripped. The display was found to be dim and discolored. The battery compartment cracked below and above grip pad; the pump intermittently powered with the returned battery cap. A test battery cap was used for all testing and attached securely to pump. The pump was exercised for 12 hours with no power issues or alarms occurring. The pump opened, and no damage or moisture found to power circuit.